Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patient was not responding to attempts by the post anesthesia care unit (pacu) staff to rouse her. The pacu staff called code stroke for the patient. Anesthesia reversal was administered in the pacu and a computerized tomography (CT) scan and a magnetic resonance imaging (MRI) were performed. It was assessed that the event could have possibly been procedure related as the patient seemed highly sensitive to the anesthesia. Patient remained in the hospital for observation. The physician ruled out stroke and the patient was then in a short term care rehabilitation center.